Event description:
It was reported that the system had a communication error due to the communication between the generator and the workstation failing. The fse reported that this prevented the system from functioning. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call the system was tested and found to be working as intended and put back into service.